Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. A calibration was performed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had image quality issues during the procedure. There was no reported delay and no reported impact. The images were still used in the procedure.